Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing. Programming changes were discussed but no intervention was performed, and the patient was stable.